Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received excessive no delivery alarms and had rewinded insulin pump 15 times. Customer's blood glucose was 431 mg/dl, which was treated with partial bolus and drinking water. Customer was assisted in performing two 5.0 u fixed prime and insulin exit each time. Customer removed infusion set and saw blood. Customer reported that high blood glucose may have been caused by scar tissue in the stomach. Customer declined further troubleshooting.